Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2013 due to impedance issue greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).